Manufacturer narrative:
(B)(4). No sample will be returned.

Event description:
It was reported a patient had an adverse reaction to the arrowgard cvc catheter and the patient is deceased. The event occurred about a year and a half ago. The sales rep has contacted the anesthesia department to obtain additional information. Follow up information states a kidney transplant was being performed on a (B)(6) male patient. The catheter was placed into the patient's right internal jugular. According to the attending anesthesiologist, the patient had no known allergies prior to the procedure. The patient received many medications through a central line and peripheral IV before going into anaphylactic shock. CPR, fluids, and epi were administered however he succumbed to his injuries. Follow up information states the product number is unknown, however, the physician did confirm that it was a coated triple lumen cvc. It was noted the physician did not say that the allergic reaction was caused by the arrow catheter. They cannot pin point as to what the actual cause was because they were also administering several meds.